Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (audio bolus button damage prior to tactile change) issue. The reporter alleged the audio bolus button was over responsive. The audio bolus button cover was missing/peeling and thinning prior to this occurrence. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: during investigation, the pump was returned with the bolus button responding properly and the issue was not duplicated. The cover was removed and there were no defects found. Unrelated to the original complaint, the battery compartment was observed to be cracked.